Event description:
At implantation (B)(6) 2020) the ventricular threshold was 0.75v. During a follow-up dated (B)(6) 2020, it was observed that the ventricular threshold was at 1.25v. Additional information received on 13 february 2026; the ventricular lead impedance decreased to 230 ohms on (B)(6) 2025. On (B)(6) 2026, the ventricular lead impedance was measured below 200 ohms so that v pacing polarity was reprogrammed to unipolar and v lead impedance was measured to 286 ohms.

Manufacturer narrative:
Analysis synthesis: review of the patient files revealed that a critical alert was received on (B)(6) 2026, due to low ventricular impedance (pacing measured in bipolar), and intermittent capture failure was observed on the ventricular channel. The observed behavior for the ventricular lead is suggestive of a lead integrity issue. Given the high ventricular pacing percentage (79%), the progressive decrease in ventricular impedance to below 200 o, and the presence of intermittent capture failure ¿ while impedance improved to above 250 o after reprogramming to unipolar mode ¿ ventricular lead integrity issue is suspected. Therefore, close monitoring of the patient is therefore recommended. To ensure adequate sensing and pacing functions, it is recommended to change the ventricular lead. The decision is solely left to the physician¿s discretion and should be based on a thorough risk-benefit assessment, considering lead extraction or capping and leaving it in situ. This case is retained and included for trending purposes.

Event description:
At implantation ((B)(6) 2020) the ventricular threshold was 0.75v. During a follow-up dated (B)(6) 2020, it was observed that the ventricular threshold was at 1.25v. Additional information received on 13 february 2026, the ventricular lead impedance decreased to 230 ohms on (B)(6) 2025. On (B)(6) 2026, the ventricular lead impedance was measured below 200 ohms so that v pacing polarity was reprogrammed to unipolar and v lead impedance was measured to 286 ohms.